Event description:
The device was used during an endoscopic hernia repair procedure. Reportedly, the component disengaged into the patient's cavity. The surgeon performed a re-operation to remove the component. The hospital has reported the patient's condition satisfactory.